Event description:
Information as it was reported to ams indicates that the resonator had an internal water leak, the laser console also experienced a error code 171 during the procedure. The customer was unable to resolve the console issues that occurred and the case was completed by an alternative procedure: (bi polar - turp). Patient outcome: no injuries were reported.

Manufacturer narrative:
System analysis/service repair on (B)(6) 2014: the ¿errors 171 and 109¿ issues were verified. Water leak from the resonator was noted. The resonator s/n (B)(4) was replaced with resonator s/n (B)(4). 2000cc water was refilled. Performance test was done after calibration. The system was verified to meet manufacturer¿s specifications. The replaced resonator s/n (B)(4) was returned to ams on (B)(6) 2014.